Event description:
Pt was undergoing left lumbar hemilaminectomy. Micro pituitary pullers were used to remove disc material. As the puller was removed from the surgical incision site, it was noted that a part of the instrument had broken. Efforts made to retrieve broken piece from the inter-space were unsuccessful.